Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the surgeon had cut two thirds of the myoma, the blade would not come out from the sheath though the surgeon gripped the trigger. The surgeon removed the device from the patient's body, and extended the camera port with a muscle hook with no additional incision, and then cut the myoma with a surgical knife. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation. Also, the blade did not expose at both core guard and full position.